Manufacturer narrative:
In the previous report it was alleged a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was corrosion present in device. Other contamination inside the device is dust/dirt. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service visually inspected the device and found evidence of foam degradation. The device was scrapped. The previous report was filed incorrectly and there was no evidence of foam degradation. Also, upon further review this incident has been deemed as non reportable due to the corrosion found on the metallic surface.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was corrosion present in device. Other contamination inside the device is dust/dirt. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service visually inspected the device and found evidence of foam degradation. The device was scrapped.